Event description:
It was reported the newport rod inserter broke during surgery. Surgery was completed without harm to the pt. The surgeon did not have a spare device and switched to a cap/rod inserter to complete the surgery. Additional information was requested numerous times by integra.

Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated based on the reported information.